Event description:
The patient was reported to have palpitation after the af ablation procedure in 2009. The patient was hospitalized for three days.

Manufacturer narrative:
Palpitation can be expected as an adverse event for a patient for this type of procedure. Inspite of multiple attempts to request more information regarding this case, no additional details have been received at this point.